Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30748. Related manufacturer reference number: 3006705815-2020-30750. It was reported the patient was experiencing shocking sensation throughout their entire body even when system was turned off. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.